Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 mg/dl, which was addressed by consuming orange juice. Reportedly, the customer is working with health care provider (hcp) on adjusting pump settings. The customer requested assistance with changing the basal rate settings. Tandem technical support assisted the customer with the requested changes to the settings.